Event description:
The customer stated that his contour blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 229 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned for evaluation.